Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat end-stage arthritis with varus alignment. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain, swelling, and increased varus deformity secondary to loosening and collapse of the tibial tray. Upon entering the joint, the surgeon identified and debrided synovitis and scar tissue. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The surgeon notes there were some tibial cavitary defects identified after the tibial tray was explanted. There was no reported product problem with the revised tibial insert. The patella and femoral components were well-fixed and retained. The patient was revised with attune tibial revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.